Event description:
It was reported that during a coronary angioplasty procedure, the liberte' monorail stent delivery system shaft fractured. The lesion being treated was in the circumflex (cx) coronary artery. While advancing the guide catheter towards the lesion, and while pushing (it seemed that the hemostatic valve had got stuck), the shaft metal tube became kinked and fractured. It is further reported that the event occurredd outside of the pt at device introduction. The device was successfully removed and the procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis, as of the date of this report.